Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging tonsil cancer. The manufacturer was made aware of this complaint through a representative of the customer.  Medical intervention was not specified.   No other information has been received however if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
The following sections were corrected: b1 and b2. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging tonsil cancer. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: component code grid has been updated.